Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the defibrillator indicating that the device cannot discharge. Related patient involvement information is currently unknown, and request has been sent out for such information.